Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touchscreen was not functioning. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Corrected.

Event description:
The customer reported that the touchscreen was not functioning. The ventilator was not in use on a patient at the time of the event occurred.